Event description:
It was reported that during an unknown procedure, the device jammed on tissue. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Lifter. The following information was requested, but unavailable: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. The analysis results showed that one device was returned in good visual condition. During the analysis the staples would not feed, therefore the device could not be functionally tested. The device was disassembled to verify the conditions of the internal components and the lifter was noted to be broken. It is possible that the tip of the device was constrained during the procedure in a manner as to prohibit the natural movement of the lifter, resulting in the driver to dig and break the lifter. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.